Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: permanently creased and folded

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "explant surgery performed on an unknown date and explants were not ruptured by instead "permanently creased and folded." This record is for the left side. Device was explanted.